Manufacturer narrative:
Concomitant medical products: sedr01, ipg, implanted: (B)(6) 2007.

Event description:
It was reported that the patient experienced a fall and brady induced torsades de pointe. It was noted that the right ventricular (rv) lead exhibited intermittent capture, high thresholds, and low impedance. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.